Event description:
Report received that chemotherapy (cytarabine) leaked from the IV set. The location of the leak on the administration set was not identified. No pt or staff harm reported.

Manufacturer narrative:
Manufacturer's report date: 04/06/2011. (B)(4). The customer's report of a leak from the tubing was confirmed. The cause of the leak was due to a slice cut on the nitro tubing. The root cause of the slice cut was not identified.